Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the broach handle did not hold a broach. Mod endo handle was seized and would not clip onto a head trial. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the s/c trial handle angled has foreign matter behind of two of the four ball plungers. Additionally one ball plunger was jammed and the sample displays signs of multiple use for a long period of time. The assessment was performed with a laboratory sample mating device and the test revealed that the s/c trial handle angled was not able to be assembled properly, the device exhibited some resistance. Potential cause can be traced to a component failure, as this condition may had happen as a consequence of the debris patterns attached to it. Per IFU-0902-00-721, care should be taken to remove any debris, tissue, or bone fragments that may collect on the instrument. Instruments with cannulas, moving parts, or spring mechanisms require additional cleaning steps to ensure proper removal of all trapped debris. In addition to other important steps to follow, the IFU instructs the use of a soft bristle brush to remove all traces of blood and debris, paying close attention to threads, crevices, seams, and any hard-to-reach areas of the device features. If the instrument has sliding mechanisms or hinged joints, actuate the area to free any trapped blood and debris. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the s/c trial handle angled would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to maintenance, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code pg1102 provided is not a valid finished goods lot number. H11 additional narrative: corrected: h3 and h6 (medical device problem code).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle was seized and would not clip onto a head trial.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h6 (medical device problem code). H6: a1702 (device-device incompatibility) is being utilized to capture device interaction (2+ devices) unable to assemble & device interaction (2+ devices) jammed/seized. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.